Manufacturer narrative:
The log file of the affected device was provided for the investigation. Based on the log entries it could be confirmed that the device performed a restart of the ventilation unit during the reported event. After the restart, the internal device communication was temporarily impaired which was alarmed by the reported ¿device failure (3)¿. The root cause of the restart and communication problem could not be determined based on the log entries. A reset of the m16 module which is responsible for the internal communication was recommended to resolve the issue. As a safety feature of the system, the safety software analyses and verifies proper function of the device. If the safety software detects an internal failure concerning the ventilator, a restart of the ventilation unit will be triggered with accompanying alarm. The restart sequence lasts for a maximum of 8 seconds. During that time the emergency-breathing valve remains open to ambient allowing for spontaneous breathing. After successful restart the ventilation will be automatically resumed and continued with the latest settings. If the internal communication between the cockpit and the ventilation unit cannot be reset within expected time, the alarm message "device failure (3)" will be posted. The display of monitoring parameters on the cockpit screen might be restricted in case of present "device failure (3)". Safety relevant parameters as fio2, minute volume, or airway pressure are displayed in the supplemental oled-display wherein the user can track the on-going ventilation. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the device alarmed device failure (3) while in use. The ventilator was swapped out and no patient harm occurred.